Manufacturer narrative:
Additional information was requested from the customer and provided. Investigation summary: the event unit and six sterile units were returned for evaluation. Upon inspection, engineering found no external non-conformances. The device was unable to load and fire clips but the trigger was able to be actuated. The event unit was disassembled for further evaluation and an internal component was found to be non-conforming. The root cause of the improper clip loading was likely due to a non-conforming component of the clip feeder. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is investigating additional improvements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy - "handle did not work properly. Device unusable . Customer doesn't want to use epix applier 5mm anymore. Handle jammed inside the patient. No clip fired. User tried the device outside the patient, same result handle jammed no clip fired. Because of quality concern, customer is returning 7 units (6 unused - 1 used)" patient status -ok. Additional information received via email 27 june 2016: "after pulling the device out of the patient, was the surgeon able to un-jam the handle to test the device another time: no; when the handle was jammed, were the jaws also jammed, or was one independently jammed of the other: unknown; was the device jammed on tissue inside the patient: no, only during clip loading." Additional information received - june 28, 2016: how many clips were fired prior to the reported issue: none; was pressure applied to the trigger during insertion through the trocar: unknown; was the clip being loaded into the jaws while over tissue: no; was the ca being fired quickly and pulled plastic to plastic: unknown.